Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. It was not reported if the patient was hospitalized. The cause of the event and treatment were not reported. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had recovered. No additional information is available.